Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) measurement of 136 ohms. Defibrillation threshold (dft) test was performed with shock on t-wave 1.1 joule induction and 41 joule conversion. Conversion was successful and resulted in sli measurement of 112 ohms. On review, the physician decided to closely monitor the patient for now with no changes needed. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that this lead was surgically abandoned due to high shock impedance measurements. No adverse patient effects were reported.